Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. H3 other text : device disposition is unknown.

Event description:
The following maude report #mw5153440 was received and indicated the following: "patient scheduled for open reduction internal fixation right tibial tubercle fracture. The patella tendon was reinforced with semi-bennel sutures through the length of the patella tendon and passed through drill holes in the cortex of the distal tibia shaft. Drill bit broke and fragment of drill bit stuck in tibial cortex and was not retrievable. On (B)(6) 2024 patient scheduled for retrieval of broken drill bit. The drill bit tip was located and removed".

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
The following maude report #mw5153440 was received and indicated the following: "patient scheduled for open reduction internal fixation right tibial tubercle fracture. The patella tendon was reinforced with semi-bennel sutures through the length of the patella tendon and passed through drill holes in the cortex of the distal tibia shaft. Drill bit broke and fragment of drill bit stuck in tibial cortex and was not retrievable. On (B)(6) 2024 patient scheduled for retrieval of broken drill bit. The drill bit tip was located and removed".